Event description:
Material # 10010454 batch # 24066674. It was reported by customer that they have experienced problems when priming 10010454 with paclitaxel and chemotherapy and normal saline. As soon as the fluid enters the filter, it leaks from the flat side of the filter. Verbatim: rcc received a complaint via email. We have experienced problems when priming 10010454 with paclitaxel and chemotherapy and normal saline. As soon as the fluid enters the filter, it leaks from the flat side of the filter. Additional information received on 30oct. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 10-07-2024 & 10-18-2024. 2. Can you please provide the lot number of the product associated with reported issue? Lot#: (10)24066674 exp: 06/24/2027. 3. What was the impact to the patient? Did not reach patient, happened during pharmacy compounding. But, it did delay the patient receiving the drug. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details no. 5. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No; informed pharmacist of issue and saved the package that the tubing came in (to retain lot #)

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010454 and lot# 24066674 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim we have experienced problems when priming 10010454 with paclitaxel and chemotherapy and normal saline. As soon as the fluid enters the filter, it leaks from the flat side of the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed